Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and a 510k of k831939. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported loss of suction. The device was being used during an unspecified procedure. It was reported as soon as the suction started, "waste fluid was not sucked into the receptal liner." The suction liner was replaced and the procedure was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.